Event description:
The customer's husband reported the customer's blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. Additionally, the customer's husband reported the customer was an insulin pump user and after receiving a reading of 202 mg/dl, she adjusted her insulin dose based on the meter reading. The customer reportedly experienced sweatiness and loss of consciousness. No third-party medical intervention was required. The customer reportedly drank juice to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.